Event description:
Additional information received 15jul2021 - it is unknown how much blood was lost prior to placement of the device and how much was lost after the device difficulty; total blood loss was 1600ml. The user is unaware if the device came into contact with any metal tools prior to or during use.

Manufacturer narrative:
Additional information: b5 this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event summary cook was informed of an incident involving a cook bakri postpartum balloo. As reported, the user inserted the bakri tamponade balloon catheter in the patient who had caesarean section. The balloon was inflated with 450ml of water. However, the user found that the balloon deflated when they checked the patient using ultrasound after the procedure. The balloon was removed, and perihepatic packing was used to achieve hemostasis. The total blood loss was 1600 cc. No adverse effects were reported. Investigation ¿ evaluation a visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, and quality control data. The complaint device was returned attached to non-cook products. The device was rinsed and the non-cook devices were detached prior to examination. A function test was performed by inflating the device with water. The balloon inflated without incident. With the balloon inflated and the stopcock closed, pressure was applied to the balloon material. No leakage was observed. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied: "upon removal from the package, inspect the product to ensure no damage has occurred". Cook has concluded that the complaint could not be confirmed, as the failure could not be re-created with the returned device. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Name and address: postal code: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, a bakri tamponade balloon catheter was used to treat postpartum uterine bleeding after a caesarean section (c-section) delivery. The device was inserted into the patient and inflated with 450ml of water. When the patient was checked using "echo," it was discovered that the balloon had deflated and they suspected the device was leaking from somewhere. The bakri tamponade balloon catheter was removed from the patient and perihepatic packing was used instead. The patient did not experience any adverse effects due to this occurrence. Additional information has been requested regarding the patient and the event. At the time of this report, no further information has been provided.